Event description:
It was reported that the patient presented to the hospital for a follow-up on 11 nov 2022. During examination of lead, it was noted that there was no capture threshold on the right ventricular (rv) lead. Patient was brought to the lab for repositioning of the rv lead. During repositioning of the lead, the physician was unable to extend the helix. The rv lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue and no capture. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood and tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over-torque of the inner coil at the connector region consistent with procedural damage. After cleaning, the helix was able to be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with dried blood and tissue and over-torque of the inner coil. The reported event of no capture was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any conductor fractures or internal shorts.